Event description:
Customer called to report the audible tone volume was low. It was stated that they were afraid that it might turn off completely. Troubleshooting was performed. The audible tone was not very loud.